Event description:
The wife reported via phone call that the customer was hospitalized on (B)(6) 2015 with high blood glucose. Customer's blood glucose was 500 mg/dl at the time of admission. The wife reported the cause of the hospitalization was from diabetic ketoacidosis and high ammonia levels. It was also found the customer had a history of alcoholism, contributing to their diabetes. Customer was also reported to have chronic acid reflux and seizures. It was also found the customer had cirrhosis of the liver. The caller reported the customer was currently in the intensive care unit as a result. It was also found the customer had been disconnected from the insulin pump for two weeks prior to their hospitalization. It was also reported the customer experienced low of 10 mg/dl previously. Customer's current blood glucose was 38 mg/dl. The caller also reported the customer has been hospitalized 12 times in the past two years. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.